Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that during surgery the housing of the device fell into the patient. Graspers were used to remove the broken pieces.

Manufacturer narrative:
The product was returned and the failure mode was confirmed. The cutter was visually inspected for damages, and the distal tip of the inner shaft has broken off. Also the window of the outer shaft has evidence of interference. Unable to perform a functional inspection due to the broken product. The probable root cause could be debris got caught between the tip and housing causing the tip break. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that during surgery the housing of the device fell into the patient. Graspers were used to remove the broken pieces.